Event description:
Pt experienced elevated blood glucose of 30 mmol/l (540 mg/dl) during the night of (B)(6) 2012. She changed all of the accessories and delivered insulin via the infusion device, but this was not successful in lowering blood glucose. Blood glucose was 7 mmol/l (126 mg/dl) in the evening on (B)(6) 2012 and 25 mmol/l (450 mg/dl) in the morning on (B)(6) 2012. Pt does not have confidence in the infusion device. She changed to a backup infusion device using the same basal rates, and at this time, her blood glucose is "ok." Pt did not have an infection or start new medication. The infusion device was not exposed to water or electromagnetic fields. Her normal blood glucose level is 6-7 mmol/l (108-126 mg/dl). The infusion device was replaced and requested for evaluation. The pt did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.